Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the description of the event. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a04 captures the reportable event of gel last too long. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2327 captures the reportable event of necrosis.

Event description:
It was reported that a patient who underwent spaceoar in (B)(6) 2025 and completed radiation in (B)(6). In (B)(6), the patient reported having urinary retention and discomfort, he went to hospital and got a computed tomography (CT) scan that showed an anal rectal mass, that was biopsied, the tissue showed inflammation and necrosis into the rectal wall. The patient got place a foley catheter, for the retention, however the patient's urinary tract seemed to be wide opened, therefore, the relationship between the event and the urinary retention was deemed as unknown. The patient is waiting a positron emission tomography (pet) understand the nature of the mass, that was suspected could be hydrogel persistence.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. A labeling review was performed, and the adverse events report are known and documented in the labeling. Risk review was completed and confirmed that the events of "gel lasts too long", "urinary retention", "discomfort", "inflammation" and "necrosis" were defined in the risk documentation and are documented. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this investigation is assigned to cause not establish, since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the description of the event. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day.

Event description:
It was reported that a patient who underwent spaceoar in (B)(6) 2025 and completed radiation in june/july. In december, the patient reported having urinary retention and discomfort, he went to hospital and got a computed tomography (CT) scan that showed an anal rectal mass, that was biopsied, the tissue showed inflammation and necrosis into the rectal wall. The patient got place a foley catheter, for the retention, however the patient's urinary tract seemed to be wide opened, therefore, the relationship between the event and the urinary retention was deemed as unknown. The patient is waiting a positron emission tomography (pet) understand the nature of the mass, that was suspected could be hydrogel persistence.